Event description:
It was reported that the pt is not responding to any acoustic stimulation. No accident or a history of a head trauma was reported.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.